Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2006, the plaintiff was implanted with an unknown "pelvic mesh product suspension device" with the "intention of treating her pop and sui." (Pelvic organ prolapse and stress urinary incontinence) it was alleged that the plaintiff "suffered serious bodily injuries, including extreme pain, erosion of her internal bodily tissues, dyspareunia," experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures," has "sustained permanent injuries," and has had "other injuries."

Manufacturer narrative:
The device implanted in this patient was not specified. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.